Manufacturer narrative:
E1: (B)(6).

Event description:
Philips received a complaint on the v60, indicating that the touchscreen needed to be replaced to remedy a touchscreen calibration issue. There was no patient involvement at the time the issue was discovered. The device was previously sent to bench for repair. At bench, the service engineer also found that the touchscreen needed to be replaced to remedy a touchscreen calibration issue. After the service engineer replaced the touchscreen, the device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.

Manufacturer narrative:
H10: the removed touchscreen was returned to the product investigation lab (pil). The failure investigation (fi) technician installed the touchscreen into a pil ventilator to duplicate the reported issue. The visual inspection of this touchscreen did not show any signs of damage or contamination. The technician verified that the touchscreen failed flex cable resistance verification testing, confirming the touchscreen calibration issue. The touchscreen therefore does not meet the acceptance criteria; the touchscreen is out of specification. No further fi is required. H11: d4 - product UDI.